Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to the scope socket failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to scope detection sensor failure. An additional evaluation finding was found: the front panel was noted cracked below the scope socket area. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon inserting an olympus, model 190 series scope into the olympus, model clv-190, evis exera iii xenon light source, the front panel lights flashed and an error "e300" was displayed. This report is submitted due to the report of the front panel lights flashing. The clv-190 was turned off and powered on and the scope reconnected but the problem continued. Per the reporter, the problem was observed when using olympus, model series 180 scopes as well. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.